Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was selected for implant in a patient with a past medical history of low ef, high bp, previous bi-v ICD. Prior to implant, the patient was in stable condition. The landing zone measurements were 0- 22, 45-22,90- 24, 135-22. Angio- 24. The sizing of the device was determined via transesophageal echocardiogram (tee). During implant, orientation was difficult to achieve; 2 partial recaptures were reported. However, close criteria was achieved and the amulet was implanted. Post-implant, after the patient was discharged home, the patient passed due to pulseless electrical activity (pea).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility with patient health outcomes of pericardial effusion, cardiac arrest, and death was reported. A medical review was completed and the exact cause of death cannot be confirmed without an autopsy or imaging performed at the time of cardiac arrest. The cause of death is procedure related and not related to a device malfunction. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility could not be confirmed. Pericardial effusion, cardiac arrest, and death are likely cascading effects of the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions. Medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
It was reported that on (B)(6) 2025 a 28mm amplatzer amulet device was selected for implantation in a patient with a medical history of low ejection fraction (ef), hypertension, and a previously implanted bi-ventricular implantable cardioverter defibrillator (bi-v ICD). The patient was reported to be in stable condition prior to the procedure. Landing zone measurements were recorded as 22 mm at 0°, 22 mm at 45°, 24 mm at 90°-, and 22-mm at 135°, with an angiographic measurement of 24 mm. Device sizing was determined using transesophageal echocardiography (tee). During the procedure, achieving optimal device orientation was challenging, resulting in two partial recaptures. Despite these difficulties, the close criteria were met, and the amulet device was successfully implanted. Following discharge, the patient experienced a fatal event the same day to pulseless electrical activity (pea). It was noted that pericardial effusion may have occurred, although post-discharge transthoracic echocardiography (tte) did not show evidence of effusion. The left atrial appendage was described as thin-walled and contractile. The physician team hypothesized that the cause of death may have been related to the proximity of the pulmonary artery, potentially involving perforation by the stabilizing wires of the device. However, this was not confirmed, as no autopsy was performed.